Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 degenerative tricuspid regurgitation (tr), atrial fibrillation, enlarged atrium and bilateral prolapsed leaflet for a triclip procedure. During the procedure, imaging was challenging. Triclip 50212r1120 was stuck in the anterior septal mid location. A chord was torn and a flail septal leaflet was noted. The triclip was implanted to treat septal leaflet. A second triclip 50212r1122 was implanted. A single leaflet device attachment (slda) occurred from septal leaflet. A third triclip 50212r3037 was stuck in the posterior septal location. Troubleshooting was performed and was successful. A torn chord was observed. The clip was deployed to stabilize the slda and for reduction of tr to grade 2+. Triclip 50303r1091 was implanted in the location of the torn chord. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to positioning appears to be related to patient anatomy and procedural conditions. Image resolution poor was due to patient anatomy. The reported tissue injury is a cascading event of the difficult positioning. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 degenerative tricuspid regurgitation (tr), atrial fibrillation, enlarged atrium and bilateral prolapsed leaflet for a triclip procedure. During the procedure, imaging was challenging. Triclip 50212r1120 was stuck in the anterior septal mid location. A chord was torn and a flail septal leaflet was noted. The triclip was implanted to treat septal leaflet. A second triclip 50212r1122 was implanted. A single leaflet device attachment (slda) occurred from septal leaflet. A third triclip 50212r3037 was stuck in the posterior septal location. Troubleshooting was performed and was successful. A torn chord was observed. The clip was deployed to stabilize the slda and for reduction of tr to grade 2+. Triclip 50303r1091 was implanted in the location of the torn chord. There was no clinically significant delay. No additional information was provided.